Event description:
It was reported that during an ent procedure, every time the handpiece was powered on the EKG would show flat lines (no cardiac output). When the surgeon released the handpiece foot pedal (power) the EKG would go back to normal. It was noted that there was no physical indication that the patient was in any distress. As a cautionary measure, the procedure was stopped and the patient was taken for a cardiac work-up. The doctor confirmed that the patient is fine and there was no evidence of any cardiac complications. The procedure was rescheduled but the date was not provided.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: powerease ipc console: ID#2340000, lot# unknown. (B)(4). The devices were not returned for evaluation. Based on the available information and investigation results, the most probable cause of the reported event is likely the result of electromagnetic interference/radiation from the equipment interfering with the patient monitoring equipment in the or, which is related to the operational context of the event.

Event description:
Additional information was received in a voluntary medwatch report (B)(4): "the patient experienced episodes of asystole, each about 3 seconds in duration. The procedure was aborted and the patient was admitted for testing." The procedure was an endoscopic sinus surgery, septoplasty, and submucous resection.

Manufacturer narrative:
(B)(6). Pt sex: female. Device info: serial #(B)(4), lot #43810800. Concomitant products: powerease ipc console ID#2340000, serial #(B)(4), lot# 205809816, (MFR date: 04/2012); microdebrider igsm4 ID#1898200t, serial (B)(4), lot #42494200, (MFR date: 01/2006). Date of manufacture: 04/2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.